Event description:
It was reported that during a stenting treatment procedure, a stent dislodged. The target lesion being treated was located in the renal artery. An attempt was made to advance the 6.0mmx14mmx150cm express sd renal-biliary stent into a 6f non-bsc sheath. The "stent pulled off balloon catheter during advancement through the sheath and the stent was removed from the sheath". No patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).